Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.5212 mg/day) and bupivacaine (10 mg/ml at 2.6 mg/day) via an implanted pump. It was reported by the patient that over the last several months they had become more active due to decreased pain after having their pump implanted. Subsequently, they had lost approximately 40 pounds, which had caused loose skin at the abdomen and increased mobility of the pump. Per the patient, the pump frequently flipped and made it difficult for them to use their ptm (personal therapy manager) for boluses. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿body habitus/significant weight loss¿. The physician instructed the patient to wear an abdominal binder for one month. The patient was then taken to the or (operating room) for a planned pump pocket revision to re-anchor the pump within the pocket to decrease mobility and prevent flipping. The physician opened up the existing pump pocket and dissected out the pump and proximal/pump segment of the catheter. There was no noted kinking of the catheter. The physician simply coiled the extra catheter length and placed it behind the pump within the pump po cket. Catheter aspiration was done while the pump was within the pocket with positive return of csf (cerebrospinal fluid) confirming patency of the catheter. The physician then used ¿ethibond¿ to anchor the pump within the pocket. The incisions were irrigated and closed. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.